Event description:
On (B)(6) 2012, abbot point of care was contacted by a customer who reported that the user of an I-stat 1 wireless analyzer saw smoke coming out of the analyzer. Based on the info available, there were no injuries associated with the event.

Manufacturer narrative:
(B)(4).the investigation was completed on (B)(6) 2012. The failure was due to a defective tantalum capacitor.

Manufacturer narrative:
(B)(4).